Event description:
An unnecessary intervention was performed on a patient following an incorrect signal from a huntleigh handheld doppler. The doppler was tested before use. It did produce a "faint noise" then. When it was used on the patient, no pulse was detected. The doctor thought there was no blood flow in the extremity of the patient. The patient said that the extremity felt numb. Because the doctor thought the blood flow was obstructed, the patient was brought to the or and was "opened". Then they found out, the blood flow was fine. The intervention was therefore unnecessary.